Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous thyroglobulin antibody (thgabii) results for five (5) pt samples on their access 2 immunoassay system. The erroneous thgabii pt sample results were not reported outside the lab. There was no report of impact to pt treatment associated with this event. The customer reported that thgabii pt sample results were discrepant upon repeat analysis. The customer reported that quality control results were recovering outside of the lab's established ranges.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse performed a major preventive maintenance on the instrument. In addition, the fse replaced all of the dispense probes and aspirate probes. The fse verified all repairs per established procedures. The system check passed and the thgabii calibration passed. Qc results recovered within the lab's established ranges. This MDR represents event 1 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported. MDR 2022870-2011-05742, 05743. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.